Event description:
Claimant alleges that tss provided wrong cushion and he slid out the chair injuring his rotator cuff.

Manufacturer narrative:
Upon recent inspection of device, it was determined that the cushion in question was not manufactured nor provided by pride to the consumer.

Event description:
Claimant alleges that tss provided wrong cushion and he slid out the chair injuring his rotator cuff.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.